Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was repaired during the service call.

Event description:
It was reported that the stenoscope system locked up and the collimator closed down during a case. No patient injury was reported.